Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2024, the surgeon attempted to fixate an unknown mesh by using optifix fixation device and the fasteners were not able to fixate the mesh/tissue. The loose fasteners were removed from the patient's body. It was also reported that another optifix fixation device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
As reported, the optifix fixation device failed to fixate the mesh/tissue. Evaluation of the returned sample finds for bent guide wire and backup tabs. The reported event of failure to fixate is a known result of bent guide wire and bent backup tabs at the distal tip. The components are found to be bent from applied forces while in use. Review of manufacturing records shows product was made to specification. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The IFU states, "counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.